Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. . A total of 100 retained samples were visually inspected, and no gel defects were found. The review of the DHR identified no issues relating to the reported defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints for sample quality are under statistical control for the month of may 2025. At this time, further testing is not indicated. Tubes expired 28 february 2024 this complaint has not been confirmed for the indicated failure mode: sample quality. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there was poor gel barrier separation of the sample in one device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there was poor gel barrier separation of the sample in one device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following investigation has been updated with additional information: investigation summary. Bd had not received any samples for investigation. A total of 100 retained samples were visually inspected, and no gel defects were found. The review of the DHR identified no issues relating to the reported defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints for sample quality are not under statistical control for the month of may 2025. Tubes expired 28 february 2024. Further clinical testing could not be conducted as the tubes were expired at the time of review. Clinical evaluation cannot be conducted on expired tubes. This complaint has not been confirmed for the indicated failure mode poor barrier separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there was poor gel barrier separation of the sample in one device. No adverse impact was reported regarding the patient or user.